Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and a scratched lcd window.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been included with this report.

Event description:
It was reported via phone call that the customer was unable to complete troubleshooting, due to experiencing high blood glucose caused by no delivery. The customer was hospitalized. The customer's blood glucose was 1.4mmol/l. The customer treated with food and glucose tablets. The customer was admitted as an inpatient for medical treatment. The customer stated the most recent set change was (B)(6) 2014. Found that the customer is using proper protocol. Assisted with performing displacement test and passed. The customer had a baby two weeks ago and had to change her basal rates. Advised the customer to speak with doctor regarding low blood glucose and monitor the insulin pump and call back if issues persist. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer had been having intermittent problems with no delivery alarms. They stated that they had changed the infusion set twice and everything seemed to be fine, so the customer attributed the problem to the insulin pump, even though had have had insertion issues. The customer stated that the night prior to the phone call they had low blood glucose of 1.9 mmol/l, which lead up to hospitalization. The customer had been experiencing low blood glucose for 36 hours. The customer's blood glucose at the time of the phone call was 13.0 mmol/l. Troubleshooting was performed for the low blood glucose, and during the process the insulin pump alarmed no delivery, again. The fixed prime test passed. The customer stated that the previous alarms were cleared by a complete set change of reservoir and infusion set. The drive support cap was recessed. The customer also attributed the erratic blood glucose levels to having given birth 2 weeks ago. Nothing further was reported.